Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl due to needing settings adjustments. Customer declined to provide further information regarding low bg event. Tandem technical support assisted customer in adjusting settings to meet customer's healthcare provider's recommendations.